Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting impedance issues at this patient's follow up visit. The patient received one inappropriate shock and a shorted lead impedance was reported. Impedance measurements had increased to > 2000 ohms. The lead was explanted and successfully replaced with an additional guidant lead.